Manufacturer narrative:
The device was not returned. Reported issue: it was reported that the arctic sun device was showing -5.5-6.2 psi. Reported issue root cause: the root cause for the reported event is a weak circulation pump. Repairs related to the reported issue: per additional information received via ttm on 28may2026, biomed was doing preventive maintenance procedure. Checking fluid delivery line (fdl) and inlet pressure (ip) was registering at -5.5 to -6.7psi. Conclusion: the reported issue was confirmed. The root cause for the reported event is a weak circulation pump. Per additional information received via ttm on 28may2026, biomed was doing preventive maintenance procedure. Checking fluid delivery line (fdl) and inlet pressure (ip) was registering at -5.5 to -6.7psi. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was showing -5.5-6.2. Per additional information received via ttm on 28may2026, biomed was doing preventive maintenance procedure. Checking fluid delivery line (fdl) and inlet pressure (ip) was registering at -5.5 to -6.7psi.